Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, an increase in capture threshold was observed. Repositioning was attempted, but a mechanical resistance prevented the lead from being inserted into the device. The lead was not implanted and was replaced. The patient condition was stable before and after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.